Event description:
A malfunction alarm with code malf 12 was reported by the customer, preceded by no notable events. There was no adverse impact on the customer¿s blood glucose level. Technical support provided pump reset information and assisted the customer in resetting the pump, ensuring no recurrence of the malfunction. The customer was advised to continue using the pump and instructed to call back if the issue recurred, which the customer acknowledged and understood.